Manufacturer narrative:
The manufacturing and sterilization records were reviewed, and no relevant nonconformities were found. The device was not removed.

Event description:
It was reported that the patient showed signs of wound dehiscence. The patient underwent a wound washout. The manufacturer attempted to obtain a medical assessment regarding the nature of the issue. There have been no reports of further complications regarding this event.